Manufacturer narrative:
The insulin pump was received with missing reservoir retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring came off of the insulin pump. The customer's blood glucose was 4.3 mmol/l at the time of incident. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.